Event description:
Event description guidant received information that this coronary sinus lead measured high, out-of-range rate/sense impedance after implant. Diaphragmatic stimulation was also reported.